Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist examination via radiographs were compared to prior patient records and found lower anterior teeth #23 to #26 exhibited class I mobility and #24 exhibited class ii mobility. Radiograph of #24 shows widening of pdl (periodontal ligament) with lateral radiolucency (less dense tissue area). The patient is unable to bite into full intercuspal occlusion due to interferences and patient referred to orthodontic specialist.

Manufacturer narrative:
This report is linked to voluntary report # mw5163331.